Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. Patient also experienced occasional dizziness. New rv lead was implanted and the physician opted to plug in the old rv lead into the left ventricular port of the new pacemaker for backup pacing on (B)(6) 2025. The patient was stable.